Manufacturer narrative:
Additional information sections: explant was reported due to mitral regurgitation. The investigation found that all three cusps contained multiple tears. Calcifications were present on cusp 2, which were associated with calcified nodules. Degenerative changes were present on cusp 3. No inflammation was present. The stent ring was damaged and appeared to be cut. How or when the stent ring became damaged could not be conclusively determined, however it is consistent with damage at explant. In the absence of any calcification or evidence for infection in association with the tears in cusps 1 and 3, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen the site of the perforation in cusp 3, which could have contributed to the formation of the tear. This was not noted at the tear site in cusp1. The cause of the tear formation could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
A 25mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position on an unknown date. An abbott sizer was used in the surgery. Mitral regurgitation was confirmed on an echocardiogram, and a re-do mvr was performed. Upon explant, a perforation was confirmed on the leaflet. The patient is in stable condition postoperatively.